Event description:
A distributor reported on behalf of a customer that the 130318a, electrosurgical handpiece device was used in an unnamed procedure on (B)(6) 2025, and ¿during surgery the cautery the provider was using caused a small (first degree) burn to the side of the patient's mouth¿. Through further assessment, the distributor indicated the event was also reported to the FDA by the customer under report number mw5171051, and "the customer has not responded after multiple attempts to get more information.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: block e.1 initial reporter has been updated additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the 130318a, electrosurgical handpiece device was used in an unnamed procedure on (B)(6) 2025, and ¿during surgery the cautery the provider was using caused a small (first degree) burn to the side of the patient's mouth¿. Through further assessment, the distributor indicated the event was also reported to the FDA by the customer under report number mw5171051, and "the customer has not responded after multiple attempts to get more information.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.